Event description:
It was reported that the cadd legacy pump produced a no disposable attached alarm when the cadd cassette reservoir was in use. No patient injury or complications were reported in relation to this event.